Event description:
It was reported by a customer on (B)(6) 2011 the fiber aiming beam fired straight and the fiber cap detached while inside of the pt at 72,607 joules. Also, it was reported that all pieces were retrieved. No pt injury was reported.